Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient experienced pocket erosion and the device was coming out of the pocket. The device was explanted to resolve the event. No additional intervention was performed at this time. The patient was in stable condition.